Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens on (B)(6) 2010 in the pt's right eye. The lens was implanted upside down. Pt's vision was 20/20, but the lens was rubbing against the natural lens. The surgeon was concerned it may cause a cataract. On (B)(6) 2010, the lens was removed with no enlarged incision and no suture. Another same model and size lens was implanted. Pt doing well. Vision is 20/20. Reporter stated this incident was due to loading error by the surgeon.

Manufacturer narrative:
(B)(4) (lens implanted upside down).